Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner tubing of the lead developed a breach due to a depression while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The inner tubing of the lead was observed to have blood ingression. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. The proximal conductor were fractured at 29 cm. The outer insulation, inner insulation, and inner tubing were breached at 29 cm with blood ingression. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited multiple instances of noise and insulation breach. Both the leads were explanted and a leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.